Event description:
Post collection, the hand built advanced needle sheath is not covering the needle properly leaving the tip of the needle exposed and a potential needle stick. Manufacturer response for blood collection needles, (brand not provided) (per site reporter) the representative was informed of the issue with the device. The devices were in boxes that had no identifying information. Both hospitals pulled the devices from stock.